Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 440 mg/dl. The customer was hospitalized for the high blood glucose, but did not mention the method of treatment. The customer currently does not have symptoms of high blood glucose. The customer states that they changed the set over three times but the insulin pump does not deliver insulin. The customer declined troubleshooting , but sent back the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a scratched reservoir tube window.